Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed the battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/pt by phone for f/u questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The pt alleged that the issue began at an unspecified date and time in (B) (6) 2010. It is not clear as to how the pt manages her diabetes; per cca documentation, the pt denied managing her diabetes with diabetes medication(s); however, later stated she is taking insulin. The pt stated she continued with her usual diabetes management after the reported issue began. At an unspecified date and time after the reported issue occurred, the pt stated she experienced symptoms of blurry vision. As a result of the meter issue, the pt stated she increased her insulin by 10 units. The pt denied testing on another device. At the time of troubleshooting, cca verified that the battery in the subject meter did not need to be replaced, per owner's manual recommendation. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.